Event description:
Patient had a tunneled hickman catheter placed in right upper chest per vascular surgery on (B)(6) 2017. Was flushing the red-capped lumen with 10 ml sterile ns flush after unclamping the clamp. The line then blew, tearing open.